Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 504 mg/dl at the time of incident and the current blood glucose level was 234 mg/dl. Customers other blood glucose value was 466 mg/dl, 223mg/dl and 187 mg/dl. Customer also stated that insulin pump had no delivery alarm and finished troubleshooting for high blood glucose did not run the high performance test due to receiving no delivery alarms going to troubleshooting for no delivery alarms. The customer was treated with insulin pump and manual injection for high blood glucose level. Customer stated drive support cap appeared to be normal. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.